Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an emotional distress, pain, erosion, extrusion, infection, bowel problems, recurrent stress urinary incontinence, bleeding, dyspareunia and neuromuscular problems. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4).